Event description:
The event occurred while an operator was removing a cup of steris 20 sterilant concentrate from a steris system 1 processor. The operator reported that a drop of fluid splashed into their eye while they were removing the aspirator probe assembly from the top of the steriliant cup. The operator was treated in the emergency room and a local eye clinic.